Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained when the customer processed level 1 vitros ttcs using vitros tsh lot 7000 on two different vitros 3600 immunodiagnostic systems. A definitive cause of the event was not established with the limited information provided. A vitros tsh lot 7000 reagent issue cannot be ruled out as a contributor to the event, as the higher than expected vitros tsh results were obtained on vitros tsh lot 7000. However, historical qc results leading up to the higher than expected vitros tsh lot 7000 results were acceptable. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7000. An instrument issue is a possible cause of the event. No diagnostic precision testing was conducted around the time of the event on either instrument to verify instrument performance. No information was provided when requested in relation to the customer's handling of the vitros ttcs around the time of the higher than expected vitros tsh results were obtained. Improper handling of the level 1 vitros ttcs cannot be ruled out as a contributor to the events. In addition, an issue with the level 1 vitros ttc vials cannot be ruled out as a contributor to the event, as the unexpected results were isolated to vials of the level 1 vitros ttcs.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros tsh results were obtained when the customer processed level 1 vitros ttcs using vitros tsh lot 7000 on two different vitros 3600 immunodiagnostic systems. Vitros ttc level 1 (lot 0750), vitros tsh lot 7000 results of 0.157, 0.161 and 0.117 miu/l versus the pi mean of 0.045 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were generated when the customer was processing non-patient fluids. Vitros tsh results were obtained for patient samples around the time of the event and the investigation cannot rule out that patient sample results were not affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4), (B)(4) and reportability assessment (B)(4).